Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Were there any intra-operative complications? Other relevant patient history/concomitant medications. Product code and lot #. Any concurrent procedure/device implantation? Was the vaginal mesh erosion first noted by a physician in 2017? Mesh erosion symptoms and diagnostic confirmation? Was a required surgery to remove the mesh performed? Please provide dates and surgical findings.

Event description:
It was reported that the patient underwent a gynecological procedure in 2007 and mesh was implanted. In 2017, the patient presented with a vaginal mesh erosion. The patient required surgery to remove mesh. Additional information has been requested.